Event description:
End user lost her balance, reached for the rollator and fell, suffering a facial fracture.

Manufacturer narrative:
The end user reported that she lost her balance, reached for the rollator and fell. She has known issues with her balance. She stated she did not know if the rollator caused or contributed to her fall. She lost consciousness and suffered a facial fracture. After the fall, she found that one of the wheels and its spokes were broken. It is not known if the brakes were engaged when she reached for the rollator. The end user stated that she did not know if the broken wheel was the result of the fall. The sample was returned and evaluated. No mfg defect was identified. We confirmed with the returned sample that the spokes of one wheel and its wheel rim were broken. It is not known when they broke. A root cause for her fall has not been determined. We have no trend for this issue with this device. We have not confirmed that the rollator caused or contributed to the incident. However, in an abundance of caution, this medwatch is being filed.